Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Death is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2014, the patient, with a history of chest pain for 7 years, worsening in the 2 weeks prior to admission, underwent a coronary stenting procedure, with implantation of a 2.25 x 28 mm xience xpedition stent in the left anterior descending (lad) artery and a 2.25 x 12 mm xience xpedition stent in the first diagonal artery. On (B)(6) 2014, the patient underwent a coronary stenting procedure, with implantation of a 3.5 x 18 mm xience xpedition stent in the right coronary artery. During a two-year follow up telephone call, information was provided by the patients family, indicating that the patient had died in 2015. Cause of death is unknown and an autopsy was not performed. No additional information was provided.